Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) emitted battery depletion code. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Technical services consultant recommended replacement. This s-ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) emitted battery depletion code. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Technical services consultant recommended replacement. This s-ICD remains in service. No adverse patient effects were reported. Additional information received which indicated that this device was explanted and replaced with the same model. No additional adverse patient effects were reported.